Event description:
It was reported that the customer had a button error on his insulin pump. Customer's keypad on the insulin pump was also unresponsive. The customer's blood glucose level was 104 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.